Manufacturer narrative:
The investigation for the reported low flow and high purge pressure issues has been completed. The impella cp was returned for investigation. During visual inspection, biomaterial was observed at the impeller purge gap and outflow cage. No other abnormalities like catheter kink were found. The purge cassette and pump were connected to the console to reproduce high purge pressure. Purge pressure increased to 800 mmhg initially and later started to reduce after 15 minutes of continuous purging. Purge fluid slowly started to pass at the impeller purge gap. Data logs were reviewed, and high purge pressure alarm observed with rise in purge pressure along with motor current spike. Purge flows were found to be low during this time. Later the high purge pressure event resolved with gradual reduction in purge pressure for next 1.5 hours until explant. Therefore, the root cause of the high purge pressure issue was biomaterial ingestion at purge gap. The instructions for use provides details to prevent thrombus formation. It states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ for purge pressure issues, it states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 33-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to sudden onset chest pain with st (sinus tachycardia) elevation in leads v1-v3. Flows were noticed to be decreased with purge flow below 3 and purge pressure increased. The physician repositioned the impella and purge pressure decreased but was still high. There were no kinks or pressure on tubing. The decision was made to replace the cp due to potential clot ingestion.